Event description:
It was reported that during a pta treatment procedure, in the superficial femoral artery, the gazelle monorail balloon catheter detached, as it was removed from the pt. The physician was able to remove the portion of the balloon that was inside the pt. In the opinion of the physician, the balloon detachment was not a result of device failure. The procedure was completed with this device and there was no pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk. Should further relevant info become available; a supplemental medwatch report will be filed.